Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) was dispatched to the account. The fse replaced a leaky 1 ml ict aspiration syringe. The fse also rebuilt the reagent 1 syringe with new tips and o-rings. The fse cleaned the ict to valve tubing. The fse replaced the reagent 1 probe and the shaft tubing. The ict aspiration tubing was adjusted and tightened. The issue was resolved. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the clinical chemistry integrate chip technology (ict) reagent package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.

Event description:
The account stated that the architect c8000 analyzer generated an initial potassium result of 7.8 mmol/l. The sample was repeated and a result of 4.7 mmol/l was generated. There was no report of impact to patient management.